Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: implantable cardioverter defibrillator lead failure in children and young adults: a matter of lead diameter or lead design? Journal of the american college of cardiology. 2014;63(2):133-140.

Event description:
A journal article was reviewed which contained information regarding this lead. It was reported that the rv lead failed to sense. The rv lead was explanted. No patient complications have been reported as a result of this event.